Manufacturer narrative:
(B)(4). It was reported that during a setup, the foot pedal for stockert 70 rf generator activated the generator without being depressed. The pedal was changed out with one from a second unit and the issue was resolved. There was no procedure in progress. Attempts were made to verify part was received but no answer. Unable to verify resolution of the issue. Service was declined. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during a setup, the foot pedal for stockert 70 rf generator activated the generator without being depressed. The pedal was changed out with one from a second unit and the issue was resolved. There was no procedure in progress. Per 21 cfr, part 803, this complaint is reportable because device malfunction of this type could potentially contribute to a death or serious injury

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).